Event description:
It was reported by the patient's mother that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 25 and 36 hours. The mother removed the pod due to the site bleeding and when removed the cannula appeared bent. The site also appeared red and was sore to the touch, so the patient was taken to the doctor and was prescribed amoxicillin. The patient's blood glucose (bg) level reached 23.1 mmol/l (415.8 mg/dl) at the time of this incident. The mother placed a new pod to treat the high bgs, but did not seek medical attention due to them. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.locked down smartphone: data not available.omnipod software app version: data not available.smartphone operating system: data not available.smartphone hardware: data not available.cgm sensor type: data not available.please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.